Manufacturer narrative:
During the investigation, it was found that the customer was using expired electrodes. The customer replaced the vacuum and the sipper nozzles and performed an ise check with successful results. The actions of replacing the vacuum and the sipper nozzles resolved the issue. The investigation did not identify a product problem. The cause of the event was due to both an off-label use (use of expired electrodes) and a preanalytical issue (partly clogged vacuum nozzle) at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The sodium electrode lot number was aym37 with an expiration date of 28-sep-2025. The calibration and qc were acceptable. The field service engineer cleaned the dilution vessel and the sipper. He found dirt at the ise liquid waste station.. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode results for 2 patients¿ samples tested on a cobas pure c 303 analytical unit. Patient 1: initial result: 147.8 mmol/l (accompanied by an "elecex" flag: flag for expired electrodes). 1st repeat result: 146.3 mmol/l (accompanied by an "elecex" flag). 2nd repeat result: 141.5 mmol/l (tested on ion-selective electrode (ise) 9180 analyzer). On (B)(6) 2025: 3rd repeat result: 141.7 mmol/l (accompanied by an "elecex" flag). Patient 2 was tested on (B)(6) 2025. Initial result: 148.0 mmol/l. Repeat result: 138.8 mmol/l (tested on ise 9180 analyzer). The higher values did not match the patients' previous medical history, and the samples were repeated. No questionable results were reported outside the laboratory. The repeat result of 141.7 mmol/l for patient 1 and the repeat result of 138.8 mmol/l for patient 2 were reported to the patients.